Manufacturer narrative:
Pump passed displacement test. Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The keypad connector was inspected and fully locked on lcd board. Pump received with peeling keypad overlay. The test reservoir stay locked in place noted. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump keypad was damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.